Event description:
The valve was explanted due to paravalvular leak. According to the info rec'd, the valve was functioning "normally". The annulus was debrided and reconstructed and a 31mj-501. Was then implanted.